Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced pain in the stomach during mobilization of the peg tube. On (B)(6) 2022, the patient reported stomach pain. An attempt was made to pull the intestinal tube but there was difficulty. The patient reported eating greens a few days prior which made the pain worse. On (B)(6) 2022, the patient was hospitalized for stomach pain during peg mobilization, and underwent a tubing replacement during which a bezoar was found at the end point of the tube, and a gastro-intestinal ulcer in the corner of the stomach. The intestinal tube was removed. The patient received peptonorm sach 1x3 for 10 days, and nexium 40 mg 1x2 for 28 days for the gastro-intestinal ulcer. A new j tube placement is scheduled for (B)(6) 2022.

Manufacturer narrative:
Reference record: (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in the international list number which is similar to us list number of 062910. (B)(4). Bezoar and gastro-intestinal ulcer is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.